Manufacturer narrative:
D6b: the explant date is unknown. This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation of the optical signal issue has been completed. No product was returned for analysis. There were no data logs provided. The root cause of the optical signal issue was not determined as no product was returned and no data logs were provided for complaint occurrence date a review of the device history record (DHR) for the suspect product, and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time the product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time.

Event description:
The complainant reported that an impella 5.5 pump was implanted for circulatory support. During support, there were erratic, intermittent left ventricular and placement signals. Pump position was verified; flows and motor current were within the normal range. The pump remained operational until weaning and explantation. No patient harm was reported.